Event description:
It was reported that the pump screen was dark and won't turn on; troubleshooting was performed and confirmed this was due to an unspecified malfunction alarm. There was no reported adverse impact to customer's blood glucose. The customer reverted to manual injection for insulin therapy.